Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with inadequate flap formation and vertical gas breakthrough in the left eye during flap creation procedure. The surgeon used microkeratome used to completed the flap procedure. There are multiple related reports for this facility. This specific report addresses patient initials an with the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirty nine successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about sixty one seconds before the start of the treatment and not immediately before the treatment. The logfile shows the duration of the entire docking process was around one minutes six seconds. The surgeon lost vacuum one, one time and vacuum two once during the docking process/before the treatment. Suction ring and patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The surgeon interrupted the treatment three times by releasing the laser pedal during canal cut. The treatment of the patient´s left eye was aborted by device during canal cut. Treatment was only nineteen percent complete. The laser showed the info message: ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ once. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Root cause for this event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).